Event description:
On (B)(6) 2017, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder aaa endoprosthesis. At the time of the procedure, it was noted that the patient had significant thrombus in the aortic neck, and the aortic neck diameter was large. On (B)(6) 2018, during follow up imaging, it was noted that the trunk-ipsilateral leg component had migrated approximately 9 cm distal to the lowest renal artery, and there appeared to be wire fractures at the proximal end of the device. It was also noted that there was significant circumferential thrombus in the aorta and in the trunk-ipsilateral leg component. The ipsilateral leg and contralateral leg component were widely patent. On the same day, a reintervention occurred whereby three gore® excluder® aortic extender components (pla360400) were implanted to extend the device proximal to the lowest renal artery.